Event description:
Customer service replaced the meter, since meter was not counting down. Pt had enough blood on the test strip. Pt retested with the ccr over the phone and meter still did not power on. Pt was unable/unwilling to answer if they had received any medical attention due to this issue. Customer service was unable to resolve the issue and sent pt a new meter.